Event description:
Complainant alleged that while analyzing a pt's ECG, the device gave a "no shock advised" prompt for what clinicians beleived was fine v-fib. The clinician switched to manual mode and was able to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.